Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition due to oversensing of noise on the right ventricular (rv) lead. It was decided to replace the rv lead and when running rv threshold testing, there was an extended period of loss of capture upon ending the threshold test. The physician then elected to also replace the ICD. After the new ICD was connected to the new rv lead, there was another period of loss of capture. It was felt that there was not adequate tissue contact with that lead and a different rv lead was used to complete the procedure. No additional adverse patient effects were reported.

Manufacturer narrative:
Patient code e2402 is being used to capture the surgical intervention. The returned device was thoroughly inspected and analyzed upon receipt at our post market quality assurance laboratory. Visual examination of the device header and case noted no anomalies. The device was then exposed to simulated heart load conditions, and the defibrillation, pacing, and sensing functions were tested. Impedance testing was completed and all measurements were within normal limits. The device operated appropriately with no interruptions in therapy output at the returned programmed settings. A series of electrical tests was also performed, and again, normal device function was observed. Analysis did not identify any device characteristics that would have caused or contributed to the reported clinical observations.

Manufacturer narrative:
(B)(4).

Event description:
It was reported that this implantable cardioverter defibrillator (ICD) exhibited pacing inhibition due to oversensing of noise on the right ventricular (rv) lead. It was decided to replace the rv lead and when running rv threshold testing, there was an extended period of loss of capture upon ending the threshold test. The physician then elected to also replace the ICD. After the new ICD was connected to the new rv lead, there was another period of loss of capture. It was felt that there was not adequate tissue contact with that lead and a different rv lead was used to complete the procedure. No additional adverse patient effects were reported.